Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 06-apr-2023. One open 32g x 6mm pen needle sample and four photos were returned from lot. No. 1306615, cat. No. 320738. Visual examination was carried out on the returned sample and photos and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned sample or photos therefore no root cause can be identified. H3 other text : see h10.

Event description:
It was reported while using bd micro-fine¿+ needle for pen injection the needle was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the user's report, the needle was broken.

Event description:
It was reported while using bd micro-fine¿+ needle for pen injection the needle was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the user's report, the needle was broken.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1306615. Medical device expiration date: 31oct2026. Device manufacture date: 02nov2021. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.